Manufacturer narrative:
1 (guidewire 50cm + dispenser), 1 (catheter 10f suction s/assay) contained within 1 (bag poly printed 50x200mm mini-trach suction cat) were received. Upon review of the guidewire+dispenser, it was confirmed that the dispenser contained no guidewire. Device history record (DHR) review was performed on the (B)(6) 2020; it was observed that 2 pcs of 005/009/021 (guidewire 50cm + dispenser) were rejected during the manufacture of this lot. It is not known why these 2 pcs were rejected. It is most probable that during the coiling of the guidewire into the sleeve that the guidewire fell out of the dispenser. The instructions to ensure that the guidewire is present in the dispenser as detailed has not been followed. All operators in the cleanroom have been made aware of this complaint. This remediation MDR was generated under protocol (B)(4). , as a result of warning letter cms# (B)(4).

Event description:
It was reported that immediately after opening the package, the customer noticed no guide wire was enclosed in it. No patient injury was reported.